Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of extruded disc involved in mis tlif (minimally invasive transforaminal lumbar interbody fusion) procedure. Levels implanted: l5-s1. It was reported that during procedure, when set screw was inserted, and torqued, everything appeared normal. When extender tabs were being removed, they noticed the head of screw was still rotating around the rod. Then dilated up a tube and free handed a screw in and torqued appropriately. Product was utilized correctly according to the directions given in the IFU/labeling. There were no patient symptoms or complications reported as the result of this event. There was no additional treatment/surgery performed as the result of this event. Patient is alive and no injury. On 2021-may-04, received additional information that event was noticed after final tightening. The screw head was not loose. The set screw was loose in the screw head, allowing the rod to still move within the head, even though it torqued and broke the little thing off. Torque was applied correctly as per directions given in the IFU/labeling. There was a small delay, probably for 5minutes. On 2021-may-10, received additional information that set screw did not break into pieces.